Manufacturer narrative:
The lens was returned to b+l. Visual inspection of the returned lens found a small piece of the optic torn off and missing. One haptic bent and the other three haptics not damaged. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's right eye due to subluxation approximately one week post implant. Another lens of same model, different diopter was implanted successfully. No additional information was provided.